Event description:
International affiliate reports the surgeon was using a standard implant holder to insert the cougar cage laterally onto the l5 s1 disc space via an anterior to psoas approach. During insertion it was noticed that the cage gave way during impaction into the disc space. When the implant holder was removed and its threaded tip was examined, the cage¿s cfrp material was found between the threads of the holder. It appears that during impaction, the threads of the cage were torn by the implant holder. The cage was implanted and there were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Cage was implanted.

Manufacturer narrative:
The ant I/f cage 5deg peek small 8x12 [product code: 1732-10-112] was not returned for evaluation as it remains implanted in the patient. A device history record (DHR) review could not be conducted as the lot number is unknown and it remains implanted in the patient. A review of the complaint trend analysis found no complaints reported for issues of this nature. The root cause for the threads becoming torn on the ant I/f cage 5deg peek small 8x12 could not be identified as product sample was not returned for evaluation as it remains in the patient. It should be noted that upon receipt of the product it was discovered that the cage inserter used p/c: 2732-01-100 is not sold in the u.s. In the absence of a lot number or observed trend, this complaint will be closed with no further action required.